Manufacturer narrative:
This MDR stated to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump was received with a scratched display window, cracked case at display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring.

Event description:
Customer reported that the reservoir compartment was cracked and that the o-ring inside of the compartment was either loose or broken. She did not recall how the damage occurred. The blood glucose reading was 189 mg/dl. Nothing further was reported.